Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient experienced multiple sudden episodes of shocking coming from the implantable neurostimulator (ins) and going straight up to the patient's head in 2016. The patient stated that the sensation does not last very long and isn't painful, but they do feel like electric shocks. The patient also stated that her ins is currently inactive as she turned it off herself in 2000. The patient confirmed she has an appointment to see her health care provider (hcp) in the future to discuses the issue. Follow-up with the patient revealed that the circumstances that led to the reported shocking was the patient had a transient ischemic attack (tia) on (B)(6) 2016 and was now taking a statin; the issue has not yet been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.